Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(4). Qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys estradiol g3 (estradiol iii) assay on a cobas e801 immunoassay analyzer (line 2) when compared to a different cobas e801 immunoassay analyzer (line 1) at the same laboratory and to a cobas e601 analyzer in another laboratory. Sample 1 (patient 1): the sample was initially tested on e801 (line 2) and the results were <5.0 ng/l and 5.4 ng/l. The sample was repeated on e601 in another laboratory and the results were 35.0 pg/ml, 6.9 pg/ml, 34.2 pg/ml, and <5.0 pg/ml. The sample was then repeated on a 2nd e801 (line 1) at the same laboratory and the results were 19.8 ng/l and 18.9 ng/l (tested on l1). The results were outside of the laboratory's reference range, prompting the repeat of the sample. Sample 2 (patient 2): initial result: 19.1 (tested on l1). Repeat result: 14.4 (tested on l2). Sample 3 (patient 3): initial result: 15.0 (tested on l1). Repeat result: <5.00 (tested on l2). Sample 4 (patient 4): initial result: 19.7 (tested on l1). Repeat result: 28.8 (tested on l2). The unit of measurement was not provided.

Manufacturer narrative:
Sections d4 and g4 were updated. The calibration signals were within expectations. The alarm trace showed some uncommon alarms that were not consistent with the reported issue. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The calibration signals were within expectations. The alarm trace analysis showed some uncommon alarms that were unlikely to be related to the reported issue. A general reagent problem can be excluded because the qc was within ranges prior to the event. The investigation did not identify a product problem.